Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Onsite investigation was able to replicate the reported event. Replacement of the surgeon monitor along with the monitor cable resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as the issue was reproduced during testing. The replaced monitor cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported an intermittent issue with the surgeon monitor; when connected to the staff cart, the surgeon monitor powers on and then off after a few seconds. There was no patient present when this issue was identified.